Event description:
It was reported that when inserting the sheath dilator, it didn't go in and when I checked, it turned out to be like a hangnail. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when inserting the sheath dilator, it didn't go in and when I checked, it turned out to be like a hangnail. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. The product returned for evaluation was one 4.5fr microintroducer. The returned product sample was evaluated and a split was observed on the distal end of the sheath. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample. ¿ the split was longitudinally aligned. ¿ the split had straight and well-defined fracture edges. ¿ buckling of the sheath edge was present around the split. Based on the evidence provided with the returned sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event.